Event description:
Neuropathy (provisional diagnosis) [neuropathy peripheral]. Hyperzincemia-excess zinc in the body [hyperzincaemia]. Copper deficiency/copper depletion [copper deficiency]. Permanent neurological injuries [nervous system disorder]. Other permanent injuries [injury]. Unable to perform normal, customary and daily activities [activities of daily living impaired]. Case description: an attorney reported that their client, a female patient, used fixodent denture adhesive, version unknown cream, last known use in 2008 concurrently with super poligrip original, last known use approximately six months later and reported the following: neuropathy (provisional diagnosis), hyperzincemia-excess zinc in the body, copper deficiency.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.